Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with a neurostimulator (ins). It was reported that in 2017 hcp replace the 97714 (ins) with a boston scientific ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.